Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.